Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a guide wire broke during surgery on (B)(6) 2015. The tip was retrieved but the rest of the guide wire was unable to be removed and remained in the patient. A 10-15 minute surgical delay was reported and additional x-rays were taken. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. (B)(4). Device investigation summary ¿ the device was returned with the tip of the guide wire broken off. The tip of the broken guide wire was not returned. The damage to the devices appears to be the result of excessive force being applied to the device, as evidenced by the bent device. It is also likely that the tip of the device was broken off during insertion into excessively hard bone, though the exact cause could not be determined. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Device drawings were reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. The devices are used to aid in placement of 3.5mm and 4.0mm cannulated screws during insertion. Date reported as sep 21, 2015 in error ¿ corrected date should be: sep 24, 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.